Event description:
The mother reported that the user has stopped hearing with the device after a head trauma occurred on (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Further steps have not been decided yet.

Event description:
The mother reported that the user has stopped hearing with the device after a head trauma occurred on (B)(6) 2022. A decision on how to proceed has not been made yet.

Event description:
The mother reported that the user has stopped hearing with the device after a head trauma occurred on (B)(6) 2022. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The mother reported that the user has stopped hearing with the device after a head trauma occurred on (B)(6) 2022. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.